Event description:
The event occurred on an unspecified date and involved a transpac® IV monitoring kit w/03 ml squeeze flush device, 60" (152cm) macrodrip, 135 cm red stripe pressure tubing that the customer reported the screwing system has come loose at the level of the catheter tubing during infusion. The event occurred in the intensive care unit (ICU) and the patient lost 50 cc of blood. Actions taken were pressure point, replacement of the set, the patient and bed were completely changed. There was patient involvement and no report of harm.

Manufacturer narrative:
The device is available for evaluation. It has not been received.

Manufacturer narrative:
No product samples, videos, or photographs were returned for investigation. The lot history was reviewed and there were no nonconformities found that would have contributed to the reported complaint. A probable cause cannot be identified based on the information that has been provided. The reported complaint cannot be confirmed. The lot history was reviewed and there were no nonconformities which would have contributed to the reported complaint.